Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that, during a shoulder procedure, the healicoil's inserter shaft separated at the weld just above the anchor during insertion. The fragment was manually removed from within the patient. It is unknown whether there was a backup device or delay in the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 5.5mm healicoil pk anchor assembly, used in treatment, was returned for evaluation. Only the inserter was returned. Visual assessment of the inserter confirmed the reported complaint of breakage. The distal tip of the inserter shaft that interfaces with the anchor has broken off at the weldment. Examination of the weld characteristics confirmed adequate penetration between the welded components. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.